Event description:
It was reported that balloon rupture occurred. The 90% stenosed, target lesion was located in the mildly tortuous and moderately calcified vessel below the knee. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilataion. The balloon was initially inflated at 8 atmospheres. However, during the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries reported.